Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a rewind error. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump rewound properly during rewind sequence. No rewind anomaly noted during testing. (B)(4).